Event description:
Dickey, m. P., rice, m., kinnett, d. G., lambert, r., donauer, s., gerber, m. A., staat, m. A. Infectious complications of intrathecal baclofen pump devices in a pediatric population. The pediatric infectious disease journal. 2013;32(7):715-722. Summary: intrathecal baclofen (itb) is an effective therapy for spasticity and dystonia in pediatric populations; however, there are associated infectious complications. Patients who had an initial itb device implanted at our center were followed to determine the proportion of patients with infectious and non-infectious complications, identify risk factors for infection and describe the clinical presentations, treatment and outcomes of infectious complications. Over the 15 year study period, 139 patients had an initial itb device placed. The mean age at placement was 13.6 years (range- 6 months to 41 years). In the first year of follow-up, 83% had no complications or secondary procedures, 17% had at least one secondary procedure and 5% had an infectious complication. The median time until infection was 14 days (mean 33 + 42 days). Patients with secondary spasticity or dystonia were more likely to have infections than patients with cerebral palsy (86% vs.14%; p<(><<)>0.0001). In the 94 patients with a first secondary procedure, 29% had at least one other procedure and 8% had an infection in the one year follow-up. Overall, 24 patients had 27 infections; 22% superficial, 33% deep and 45% organ space. Staphylococcus aureus was isolated in 50% of those with cultures obtained. Explantation was required in 59% of patients with an infection and differed by infection type: superficial (17%), deep (44%) and organ space (92%) (p=0.004). Reported event: patient #6 had a subcutaneous pump implant. The patient developed an organ space infection 13 days following a secondary revision/replacement procedure with symptoms of fever, local edema, local pain, and altered mental status. IV antibiotics were administered for 21 days but it was necessary to explant the pump. Cultures obtained from the pump site and cerebrospinal fluid (csf) yielded coagulase negative staphylococcus species and corynebacterium. Pleocytosis of the csf was present.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, lot # unknown, product type catheter. The actual event date is unknown; this date is based on the date of publication (day and month unknown). It was not possible to match this event with a previously reported event. (B)(4).